Event description:
The user facility reported that the angio-seal device involved thread could not be cut as usual. The thread teared. Hemostasis was achieved by manual compression. There was no patient harm. The patient was in stable condition. Additional information was received on (B)(6) 2023: the procedure performed was a percutaneous coronary intervention (pci) using a 7 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The angio-seal couldn't be entered through the introducer and cracked.

Manufacturer narrative:
Patient identifier: requested, not available due to patient confidentially. Age & date of birth: requested, not available due to patient confidentially. Patient sex: requested, not available due to patient confidentially. Weight: requested, not available due to patient confidentially. Ethnicity: requested, not available due to patient confidentially. Race: requested, not available due to patient confidentially. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: requested, unknown. Occupation: requested, unknown. The actual device has been returned for evaluation. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included a carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were found to have disconnected and almost fully separated. The anchor was found to have been stuck within the valve of the hemostasis sheath preventing complete separation of the components. Two (2) kinks were identified towards the distal tip of the hemostasis sheath. A kink was identified at the blood inlet hole and between depth indicators 'n' and 'g'. No other damage or issues with the device were identified. The complaint was able to be confirmed for a kinked hemostasis sheath. The exact root cause was unable to be determined. The likely cause was determined to have been inability to advance the carrier tube due to a kinked hemostasis sheath. The kink was likely to have been sustained due to off-axis forces experienced during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).